Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : the customer fell and fall and had a diabetic ketoacidosis, was treated in the hospital.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 03-apr-2025. On the customer's event date of 25-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the customer's event date of 25-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the ss event date of 03-apr-2025 and customer's event date of 25-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 05:10:00.000, (B)(6) 2025 15:40:00.000. Insert battery alarm was found on: (B)(6) 2025 10:12:04.000. Replace battery alert was found on: (B)(6) 2025 01:11:00.000, (B)(6) 2025 01:21:00.000. Replace battery now alarm was found on: (B)(6) 2025 01:42:00.000, (B)(6) 2025 01:52:00.000. Pump error 23 alarm was found on: (B)(6) 2025 01:53:04.000. Power loss alarm was found on: (B)(6) 2025 01:57:04.000, (B)(6) 2025 01:57:12.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.76 mv). The pump was received with a depleted member's mark alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs/dka. Customer alleged for blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also stated that the customer fell and the fall caused a hematoma and redness at the site. The customer also reported that the display of the insulin pump was blank and the pump was not turning on. The customer reported a blood glucose value of 497 mg/dl and had an emergency room visit, was hospitalized and was treated with a manual injection. The event involved product(s) mmt-7040a, mmt-431ag, mmt-1884, mmt-342 . Troubleshooting was performed for hyperglycemia and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for site issues and the customer alleged redness at the site. The customer reported symptoms of confusion and headache at the time of hospitalization event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-431ag. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer's response was the device will be returned. No product return is required for mmt-342.